Event description:
Device malfunction: loss of vessel access. Time of device issue: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of starclose device attempted atriotomy closure of the common femoral artery after an interventional procedure. Reportedly, during thumb advancement, the device pulled out of the artery before the clip could be deployed. Hemostasis was achieved using manual compression. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
(Loss of vessel access) - the device is expected to be returned for evaluation. It has not yet been received.